Event description:
It was reported that the device went into the back-up mode. A data analysis was done. The device was explanted. Should additional information be received, this file will be updated. Device code is a0723